Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified readings obtained on the adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, heart palpitations and loss of consciousness. The customer was first able to self-treat with glucose and baqsii nasal spray. The customer then had contact with a healthcare professional who gave them glucose gel as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.